Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to exit the load reservoir process. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump primed properly. Successfully downloaded history files and traces using thump. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 24-oct-2023 in the formatted history file.  Insert battery alarm was found on: 10/23/2023 11:21:09.000, 10/23/2023 11:22:11.000, 10/23/2023 11:22:48.000 10/24/2023 09:30:20.000, 10/24/2023 09:40:00.000, 10/24/2023 09:43:37.000 10/24/2023 09:44:02.000 failed battery alert/battery failed alarm was found on: 10/23/2023 11:22:00.000 10/23/2023 11:22:41.000 power loss alarm was found on: 10/24/2023 09:42:34.000 10/24/2023 09:42:42.000 pump error 23 alarm was found on: 10/24/2023 09:41:04.000 10/24/2023 09:42:27.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was found on: 10/23/2023 05:43:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 10/23/2023 05:52:00.000 alarm alert notification (40) faultnumber: no delivery (7) during basal delivery. 10/23/2023 05:53:00.000 alarm alert notification (40) faultnumber: nodelivery (7) during basal delivery. 10/23/2023 05:56:00.000 alarm alert notification (40) faultnumber: nodelivery (7) during basal delivery. 10/23/2023 06:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/23/2023 06:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/23/2023 06:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/23/2023 06:55:02.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/23/2023 07:00:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/23/2023 07:03:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/23/2023 11:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump error 61 (stuck key alarm) was found on: 10/23/2023 06:18:53.000 all buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for prime/fill anomaly was not confirmed. However, during visual inspection corrosion was found on the pcba 1, pcba 2, force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.